Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer to obtain even more information. The long bipolar grasper's jaw did not open due to the unrecoverable error on the system. It was unknown if the instrument was inspected prior to use. A gastrectomy procedure was being performed. The issue occurred during the partial gastric resection part of the procedure. The instrument issue did not occur after a system fault. The long bipolar grasper was stuck on stomach tissue when the issue occurred. The surgical staff successfully opened the jaws intraoperatively with a release mechanism. Other instruments were not used to open the jaws. There was no adverse effect to the tissue and no additional tissue was removed.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue during field evaluation and replaced the universal power distribution (upd) inside the psc to restore the system to specification. After replacement, the system was tested and verified as ready for use. Isi received the replaced upd board involved with this complaint to perform failure analysis. The upd was returned for failure analysis (fa) and fa was able to replicate and confirmed the reported complaint. Fa reviewed the error logs, and found several error code 31221 indicating that it has detected loss of power. The upd was installed and tested on the pca test system. The system started up with error 31221 and 319, the led power button was flashing with red light on all the arms. The issue was confirmed and reproduced during investigation. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy distal surgical procedure, the system prompted error code 31221. The customer received phone assistance from the technical service engineer (tse). The customer was advised to perform a regular system power cycle, hard power cycle and an emergency power off (epo) on the patient side cart (psc); however, the issue persisted. The psc was rolled out. Additionally, the customer noted that as an emergency response the two forceps instruments were successfully removed from the universal side manipulator (usm) arm using the instrument release key (irk). The surgeon elected to convert the procedure to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer indicated that the long bipolar grasper, cadiere forceps, and harmonic ace were the instruments that were removed using the irk as an emergency response. There was no increase in port size. The patient did not experience any post operative complications. There was no patient injury or harm.